Manufacturer narrative:
Lot # sr18h08045. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and revealed a leak through the junction tube-y connector. The reported condition was verified. The cause of the condition was determined to be human error. The operator did not follow the bonding application instructions on the junction tubing and the y connector. There are control measures in place to mitigate this failure mode such as training refreshment to the team on this product code precautions to prevent from similar cases. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol intravenous (IV) solution administration set was leaking from an unspecified location. The leak was observed during an unspecified process step; however, there was no patient involvement. No additional information is available.